Event description:
A (B)(6) female patient's mother contacted zoll customer support to report check belt messages and a cut in one of the electrode belt cables. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages/damaged cable) has been confirmed. Upon evaluation, the cables connecting the distribution node to ECG electrode b, ECG electrode b to ECG electrode a, and ECG electrode c to ECG electrode d were all damaged. In addition, contamination was found inside of the front therapy electrode (te). The cause of the check belt messages is the extensive damage to the cables and the contamination of the front te. The root cause of the damaged cables and contamination of the front te cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cables and contaminated te. The patient received a replacement electrode belt.